Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, errors c-00 and c-33 occurred on vio dv integrated electrosurgical unit (iesu) during procedure preparation. The technical support engineer (tse) had the customer restart the iesu, but the issue persisted. The customer elected to convert the procedure to open surgery. There was no reported injury. Isi followed up with the intuitive surgical, inc. (Isi) clinical sales representative (csr) and obtained the following additional information: ports were not placed when the issue was identified. The incision had become larger due to the conversion to open surgery. The surgeon stated that it would not be a problem because the conversion to open surgery was also explained in the preliminary explanation.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and was found to have voltage errors resulting in the erbe not functioning during testing. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that